Manufacturer narrative:
No product or photographic evidence were provided to aid in this investigation. The complaint report offered insufficient details to determine whether this product functioned as intended or was used in a manner consistent with its instructions for use (IFU) or failed to meet product specifications. Lacking any additional evidence, this complaint has been closed as unconfirmed. If the product is returned, this complaint will be reopened for further investigation. A device history record review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device.

Event description:
It was reported that the pump was alarming no disposable clamp tubing. Patient was instructed to stop and restart the pump. The pump continued to alarm. The patient clamped the tubing and unlocked the cassette and checked for air. There was air present and the patient massaged the tubing, reattached the cassette and restarted the pump. The pump was then running correctly. No patient injury is reported.